Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting and intermittent stimulation sensations. There was no known accident or incident related to this event. Further information was requested.